Event description:
It was reported that the patient had received an inappropriate shock for svt. Programming changes were made.

Event description:
Additional information received indicated that the device was explanted and returned. The explant date was unknown.

Manufacturer narrative:
The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4).